Event description:
A customer reported that there was no power to the unit when the laser key was turned on and the unit shut down by itself during a vitrectomy procedure. The procedure was completed with cryotherapy. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).